Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that while trying a cyber security update, the device went into bvvi mode. The patient was asymptomatic. The device was restored and the firmware was upgraded. The device was interrogated and it was confirmed that the bvvi patient notifier was on. Patient will continue to be monitored. Device remains implanted.